Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc. 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The investigation of the complaint has been completed. The reported complaint describes a pressure transducer failure. The customer has not requested a repair. No additional information regarding this complaint has been provided despite requests. During ventilation, a pressure transducer measurement failure may lead to high airway pressure. Our final conclusion, based on the provided information, is that a pressure transducer failure has occurred, but the root cause cannot be established due to lack of information.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. (B)(4).